Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to a percutaneous transluminal coronary angioplasty interventional procedure. The ptca procedure was completed. Reportedly post procedure, an embolism and ischemia occurred. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. The patient effects of embolism and ischemia are listed in the electronic prostyle instructions for use (IFU) as possible adverse events of use of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date estimated. D4: the UDI is not known as the part and lot number were not provided.